Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned deeper within the same pocket and sutured down. Post-operatively, the patient's pain resolved.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. In turn, surgical intervention may be pending to address the issue at a later date.